Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. During preparation, the device was tested in saline and no bubbles were noted to appear in the saline. A second device was tested with the same result. The patient's condition was not disclosed. Refer to MFR report #3005099803-2008-07256 for details regarding the second device.

Manufacturer narrative:
The complainant indicated that the device was disposed of by the user facility; therefore a failure analysis of the complaint device could not be completed. A review of the device history record found no anomalies related to the reported event. The cause of the reported event is undetermined.